Event description:
It was reported that "white thread like material was found when the customer was attaching the inserts for operation before use. However, the material had disappeared when the distributor visited the hospital to pick up the product. The product was replaced." There were no patient complications reported.

Manufacturer narrative:
One set of hydra33 inserts in opened pouch were returned for evaluation. It was unable to confirm any contamination inside the pouch. Examination of the package prior to decontamination found no fiber inside the pouch. The inserts appeared to be in good condition. Visual examination was performed under microscope at 10x magnification and with the unaided eyes. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of white thread-like material was found on inserts could not be confirmed. There was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.